Event description:
The customer reported that during an infusion running on battery, a red screen battery discharged alarm occurred without warning. The pump was plugged in and charged for 45 minutes, and was running again on battery with several infusions running at 100 ml/hr. A low battery less than 30 minutes alarm occurred and approximately 6 minutes later a battery discharge alarm occurred. No 5 minute warning alarm occurred before battery discharge alarm. The event occurred during testing in the biomed lab. No patient involvement was reported.

Manufacturer narrative:
The reported issue that the pcu alarmed for battery discharged with no prior warning during the biomed¿s testing was confirmed via log analysis. Physical inspection showed no anomalies. Log analysis showed that on the reported incident date of (B)(6) 2018 four pump modules had basic infusions started at 9:15am. Approximately a minute later the pcu alarmed for battery discharged (lb3) with no prior low battery warnings. The ac power was connected and charged the battery for 48 minutes. At 10:06am the ac power was removed. The four pump modules were reprogrammed to perform basic infusions at 100ml/h and all were started at 10:08am. These infusions completed as programmed at 11:08am and an additional vtbi at 100ml was entered for all pump modules and the infusions all started. The system was turned off at 12:03pm with the system options menu. The system was turned back on at 12:37pm and all four pump modules programmed at the same infusion parameters as noted above and the infusions started. The pcu alarmed for low battery (lb1) at 1:30pm and battery discharged (lb3) at 1:36pm with no very low battery (lb2) alarm. Functional testing showed no anomalies. The root cause of the customer's report is being attributed to poor battery maintenance practices that are not in accordance with the alaris system user manual or 592a service bulletin.

Event description:
The customer reported that during an infusion running on battery, a red screen battery discharged alarm occurred without warning. The pump was plugged in and charged for 45 minutes, and was running again on battery with several infusions running at 100 ml/hr. A low battery less than 30 minutes alarm occurred and approximately 6 minutes later a battery discharge alarm occurred. No 5 minute warning alarm occurred before battery discharge alarm. The event occurred during testing in the biomed lab. No patient involvement was reported.